Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to interface board broken solder joint. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Blood glucose value was 120 mg/dl. Customer stated a temporary basal was not programmed before the alarm and the insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery and alarm is recurring during normal use. He was advised to monitor the insulin pump and he may continue to use it until receiving a replacement. The insulin pump was replaced and returned for analysis.